Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15431. Related manufacturer reference number: 1627487-2021-15432. It was reported that the patient experienced ineffective therapy. Diagnostic revealed that the patient had high impedance on one of the leads. Additionally, x-rays confirmed that two of the leads migrated. Reprogramming was unable to address the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.